Event description:
Report received of an overdelivery. The customer contact indicated the event was a result of an error in programming the device. The pump was programmed to deliver dilaudid 0.2mg/ml instead of the intended conncentration of 0.5mg/ml, in the pca+continuous mode, pca dose of 0.2mg, a 5-minute pt lockout, a continuous rate of 0.2mg/hr, and no 4-hour limit set. It was reported that "in the patient's room 4 1/2 hours after the pca therapy was initiated, the pt was noted to have a respiratory rate of 7 breaths per minute, required one 0.4mg dose of narcan and recovered." It was reported that the pump was reporgrammed with the correct concentration of 0.5mg/ml and pca therapy was resumed. Though requested, no additional info was provided.